Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation and exchange from textured to smooth due to concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation-breast: one opening assessed as unidentified (tear) opening (shell thickness within specification). Anxiety¿product/procedure-breast: unable to observe since it is not related to the device. Additional observations: total delamination of plug strap disk shell assessed as adhesive failure. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a right side deflation and exchange from textured to smooth due to concern with the product. Device has been explanted and replaced.